Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed minimally invasive in the patient's spine in a different position than desired with navigation involved, although according to the hospital: - the surgeon realized that the pedicle screws were placed incorrectly, and confirmed this with intra-op fluoro imaging after placement. - the positions of the deviating pedicle screws were corrected at the very same surgery. - the outcome of the surgery was successful as intended, with all screw positions correct as intended. - there were no negative effects to the patient, neither due to pedicle screw placements nor due to surgery/anesthesia prolong (to correct screw positions). - there were no other remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either for this patient. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main cause for the deviating pedicle screws is a combination of the following two factors: - relative movement of the vertebrae t4-t9 during the surgery in relation to the navigation reference array fixated to t12. The presence of the collapsed vertebra at level t6 increases the likelihood of relative movements above it when applying forces during the k-wire and screw placements. These bone movements relative to the navigation reference cannot be recognized by the navigation. - movement of the navigation reference array during the surgery due to not sufficient rigid fixation and external forces. Apparently, this has not been recognized with the necessary continued verification of navigation accuracy by the user before the pedicle screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the spine for a stabilization of vertebrae t4-t9 (9 k-wires and 9 pedicle screws intended), was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeons: - positioned the patient in prone position on the or table. - attached the navigation reference array on t12. - verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Breathing was halted during the scan. - calibrated a pedicle access needle to the navigation and placed the k-wires. - calibrated a (non-brainlab) screwdriver to the navigation, and placed the pedicle screws (except t9 left). The surgeons detected an deviation of the screw placements on left t7 and left t8, and confirmed with intra-operative fluoro imaging that the screws on left t4, t5, t7, t8 deviated (towards medial and head). The screws in right t8 and right t9 deviated slightly but were within reason. The positions of the deviating screws were corrected at the very same surgery, 4 screws were corrected, all on the left side: t4, t5, t7, t8. The surgery was completed successfully as intended, with the intended outcome. According to the hospital: - the positions of the deviating pedicle screws were corrected at the very same surgery. - the outcome of the surgery was successful as intended, with all screw positions correct as intended. - there were no negative effects to the patient, neither due to pedicle screw placements nor due to surgery/anesthesia prolong (to correct screw positions). - there were no other remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either for this patient.